Event description:
It was reported by service report that the bed has electrical problems due to a cleaning agent that was sprayed on the electrical connectors for the footboard. No pt involvement or adverse consequences are reported.